Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The memory content of the returned device was inspected. The data revealed that the device performed frequent resets on 15-jan-2020, presumably during the reported MRI. The device could be interrogated without problems. The programmer displayed a message informing the user that the device registered frequent resets. As specified, the device switches into safety back-up mode when frequent resets occur. After a re-initialization the device could be interrogated without any error message. A sensing test was performed and proved the device to be fully functional. The device was opened and subjected to further investigation. A visual inspection of the inner assembly showed no anomalies. In summary, the device switched to back-up mode due to frequent resets. The root cause of these resets could not determined conclusively. However, it cannot be excluded that the reported MRI contributed to the event. After re-initialization the device was fully functional.

Event description:
It was reported that after a cardiac MRI on (B)(6) 2020, the bm3 was disabled because it could not be interrogated. Homemonitoring stopped receiving transmissions on that day as well. No adverse patient events were reported. Should additional information become available, this file will be updated.